Event description:
On (B)(6) 2025, ocs heart perfusion module experienced a significant leak occurred at the aortic transducer near the base of the aortic inflow line. Approximately 1 liter of blood was lost within the first 30-40 minutes after instrumentation. The leak was not detected during priming but became evident post-instrumentation and worsened after the pulmonary artery connection. The issue could not be resolved, resulting in termination of the retrieval. This event is being reported under abundance of caution as direct patient involvement was not part of this incident. Investigation summary: transmedics is attempting to retrieve the device for further evaluation. The investigation is pending and root cause has not been confirmed.

Manufacturer narrative:
Please note that the reported event took place at (B)(6), located in the netherlands.